Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved was received for evaluation. The sample arrived out of the pouch fully primed. Visual inspection showed that a non-luer activated device was attached to the female luer of the extension set. Visual inspection also showed that the extension set tubing had been separated from the female luer end of the set. Closer visual inspection under a microscope showed that tubing material was present in the solvent bond pocket of the female luer inlet port, showing a tubing break and not a solvent bond. Visual inspection of the tubing end showed the bonding insertion depth. The tubing end where separation occurred was also visually inspected and appeared normal with no obvious imperfections that could have led to breakage. The remaining section of tubing bonded to the t connector was then pull-tested. The t connector solvent bond and remaining section of tubing passed a pull force greater than 5 pounds. Conclusion: per the complaint event description, the customer stated that the tubing was severed. Upon visual inspection under a microscope, a tubing breakage was concluded. The failure appeared to be the result of excessive pull force resulting in tubing breakage. Therefore, the complaint was confirmed.

Event description:
On march 16th 2010, baxter (B) (4) product surveillance was notified of a complaint from a customer regarding one interlink retractable t-connection extension set. The customer indicated that the IV tubing was severed. It was found hanging on the ground, infusing onto the floor. The t-piece connected to the 24g IV cannula sited to the patient's left foot was severed between clamp and cap connection. There was blood dripping from the t-piece where severed. The t-piece was then clamped, and the infusion stopped. The patient was inactive in a crib/cot with the patient's mother, and the mother reported that she was unsure what had happened. An IV was restarted on the patient. The process step is during infusion, and there is a report of medical intervention. The sample is available for evaluation, and the baxter sales rep is arranging to pick up the sample. The customer has requested a written report of the actions that will be taken to correct this situation. Additional information obtained on 06 apr 2010 is as follows: the customer indicated that the tube was found in two pieces and clarified that when it was indicated that the patient was inactive, what was meant was that the patient was just lying down on the bed. It was indicated that there was no medical intervention, they only restarted the infusion and the patient is okay, having recovered from the incident. No further information will be provided.

Event description:
This report is related to MDR # 2939204-2010-00658, 2939204-2010-00661, 2134265-2010-02350 and 2134265-2010-02349. Following angioplasty and the stent placement, a followup angiogram revealed a focal area of narrowing at the left vertebrobasilar junction due to a vasospasm, which has not been treated. The patient died 13 days post procedure due to the presenting acute stroke. There was no relationship of the patient outcome of death to the devices used for the procedure.

Manufacturer narrative:
(B) (4). The sample involved in the incident has been requested for evaluation; however, has not been received as of yet. A follow-up medwatch report will be submitted upon completion of the evaluation.

Event description:
An xray showed that this pt had a wire fragment that had migrated. The wire fragment was removed.

Manufacturer narrative:
(B)(4).the international affiliate obtained clarification that the date of event is (B)(6) 2010 and this has been corrected.